Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 800 mg/dl. The customer stated that the cannula was bent when she removed the infusion set, but she never got an alarm. Troubleshooting was performed. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.